Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old female patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2020 and explanted on (B)(6) 2020. It was reported that the patient developed and access site bleed during impella support. As a result, the patient was administered red blood count and fresh frozen plasma. Per the reported information the event was caused by impella. No further information was provided.